Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution set with duo-vent spike "broke off" and the diluent leaked. The issue was further described as separation of bonded components; the tubing separated at an unspecified location. The event occurred during setup when the device was being primed with 0.9% sodium chloride injection in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph observed that the tube was detached from the tube. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.